Event description:
The article "nonsurgical rhinoplasty complicates surgical rhinoplasty" noted a patient presented with a dorsal hump and inferiorly rotated nasal tip and desired a non-surgical rhinoplasty after 0.5ccs of an unspecified juvéderm® were injected into the nose area. About 2 years and 2 months later, another 0.2ccs of unspecified juvéderm® were injected into the nose area. Three years after the first injection, patient presented for a surgical rhinoplasty. During surgery, filler was encountered over the nasal tip and dorsum and "it did not appear to have caused deformities of the underlying structures but did cause significant thickening of the soft tissue envelope requiring surgical removal. Pathology revealed abundant mucin and connective tissue without epithelial components. This is the same event and the same patient reported under MDR # 3005113652-2022-00129 (allergan complaint # (B)(4)). This MDR is being submitted for case 2 of the second injection.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: marotta, james. ¿nonsurgical rhinoplasty complicates surgical rhinoplasty.¿ facial plastic surgery & aesthetic medicine, vol. 24, no. 1, 2022, pp. 61¿62. Crossref, doi:10.1089/fpsam.2021.0058. Further information regarding event, product, or patient details has been requested from the author. No additional information is available at this time. The reported event is addressed in the labeling.